Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight as of (B)(6) 2018: 320 lbs. Approximate weight at the time of essure placement 300 lbs. Concurrent conditions included dysmenorrhea, morbid obesity and type 2 diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as antidepressants, estradiol, ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2008, ethinylestradiol; norethisterone (ovcon-35) from (B)(6) 2008 to (B)(6) 2009, ibuprofen, metformin and spironolactone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2008, the patient experienced menopause ("premenopausal"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("rnenstruation issues") and abdominal pain ("abdominal area") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the weight increased, hormone level abnormal, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, menopause, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2010, (B)(6) 2011. Also reported as "not removed". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received: concomitant medications added. Event: abdominal area was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. Concomitant products included antidepressants. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced weight increased ("weight gain"), hormone level abnormal ("hormone problems"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the weight increased, hormone level abnormal, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Psychological or psychiatric problems condition: depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. Concomitant products included antidepressants. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced weight increased ("weight gain"), hormone level abnormal ("hormone problems") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the weight increased, hormone level abnormal, menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, removal date, lot no, concomitant disease and medication, new events menorrhagia and vaginal haemorrhage added. Outcome for the event pelvic pain added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, obesity and type 2 diabetes mellitus. Concomitant products included antidepressants, estradiol, ibuprofen, metformin, sertraline (zoloft) and spironolactone. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient experienced menopause ("premenopausal"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced hormone level abnormal ("hormone problems"), menstrual disorder ("rnenstruation issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the weight increased, hormone level abnormal, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, menopause and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2010,(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet received. Event added: premenopausal, dysmenorrhea (cramping), heavy bleeding. Concomitant conditions and drugs were added. Event outcome was updated for the event pelvic pain and heavy bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. Concomitant products included antidepressants. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced weight increased ("weight gain"), hormone level abnormal ("hormone problems"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the weight increased, hormone level abnormal, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (batch no. 626210, bc673773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight as of (B)(6) 2018: 320 lbs. Approximate weight at the time of essure placement 300 lbs. Concurrent conditions included dysmenorrhea, morbid obesity and type 2 diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as antidepressants, estradiol, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2008, ethinylestradiol; norethisterone (ovcon-35) from (B)(6) 2008 to (B)(6) 2009, ibuprofen, metformin and spironolactone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced menopause ("premenopausal"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("rnenstruation issues"), abdominal pain ("abdominal area") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and alopecia had resolved and the hormone level abnormal, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, menopause, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2010, (B)(6) 2011. Also reported as "not removed". Patient received treatment for events ¿ pelvic pain , bleeding, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received-lot number were added, new event hair loss were added. Outcome of weight gain updated to recovered / resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (batch no. Bc 673773-not valid , 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight as of (B)(6) 2018: 320 lbs. Approximate weight at the time of essure placement 300 lbs. Concurrent conditions included dysmenorrhea, morbid obesity and type 2 diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as antidepressants, estradiol, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2008, ethinylestradiol;norethisterone (ovcon-35) from (B)(6) 2008 to (B)(6) 2009, ibuprofen, metformin and spironolactone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced menopause ("premenopausal"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("rnenstruation issues"), abdominal pain ("abdominal area") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and alopecia had resolved and the hormone level abnormal, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, menopause, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2010, (B)(6) 2011. Also reported as "not removed". Patient received treatment for events ¿ pelvic pain , bleeding, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased. Lot number reported (bc673773) is not valid. Most recent follow-up information incorporated above includes: on 4-dec-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (batch no. 626210,bc673773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight as of (B)(6) 2018 : 320 lbs. Approximate weight at the time of essure placement 300 lbs. Concurrent conditions included dysmenorrhea, morbid obesity and type 2 diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as antidepressants, estradiol, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2008, ethinylestradiol;norethisterone (ovcon-35) from (B)(6) 2008 to (B)(6) 2009, ibuprofen, metformin and spironolactone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced menopause ("premenopausal"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("rnenstruation issues"), abdominal pain ("abdominal area") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and alopecia had resolved and the hormone level abnormal, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, menopause, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Essure removal date discrepancy found: 14aug2013 and may-2010,04-apr-2011. Also reported as "not removed". Patient received treatment for events ¿ pelvic pain , bleeding, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on 04-apr-2008: results: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received-lot number were added, new event hair loss were added. Outcome of weight gain updated to recovered / resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (batch no. 626210,bc673773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight as of (B)(6) 2018: 320 lbs. Approximate weight at the time of essure placement 300 lbs. Concurrent conditions included dysmenorrhea, morbid obesity and type 2 diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as antidepressants, estradiol, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2008, ethinylestradiol;norethisterone (ovcon-35) from (B)(6) 2008 to (B)(6) 2009, ibuprofen, metformin and spironolactone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced menopause ("premenopausal"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and alopecia had resolved and the hormone level abnormal, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, menopause, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2010, (B)(6) 2011. Also reported as "not removed". Patient received treatment for events ¿ pelvic pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received-lot number were added, new event hair loss were added. Outcome of weight gain updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (batch no. 626210, bc673773-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight as of (B)(6) 2018: 320 lbs. Approximate weight at the time of essure placement 300 lbs. Concurrent conditions included dysmenorrhea, morbid obesity and type 2 diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as antidepressants, estradiol, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2008, ethinylestradiol;norethisterone (ovcon-35) from (B)(6) 2008 to (B)(6) 2009, ibuprofen, metformin and spironolactone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced menopause ("premenopausal"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("rnenstruation issues"), abdominal pain ("abdominal area") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and alopecia had resolved and the hormone level abnormal, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, menopause, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2010,(B)(6) 2011. Also reported as "not removed". Patient received treatment for events ¿ pelvic pain , bleeding, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased. Lot number reported (bc673773) is not valid. Lot number: 626210 manufacturing date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), hormone level abnormal ("hormone problems") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, weight increased, hormone level abnormal and menstrual disorder outcome was unknown. The reporter considered hormone level abnormal, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.